Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the cause of the upper limit was unknown, and that it was not yet resolved, but further action would be taken.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an external device for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that when they are trying to increase stimulation for "about a year" pt is getting a "limit break". Patient further clarified getting upper limit reached screen when trying to increase stimulation. Patient stated "if you adjust it down even one it breaks" (pt clarified by this they mean they are getting upper limit reached). Patient stated their hcps have looked at this and "there are no limit breaks on their side" and patient stated the hcps are able to adjust and increase stimulation. Patient stated hcps have adjusted therapy they think three times since patient is not able to adjust therapy on their own due to this. Patient stated "they have cleared it one time", but hcp has redirected patient to patient services to get a programmer replacement due to this. Patient stated on current program the highest patient can increase stimulation is 1.65v and stated on a different program the highest patient can increase stimulation is 0.9v before patient gets upper limit reached screen. Patient stated their hcp can increase stimulation higher than this, but patient is not able to. Patient confirmed programmer has not been dropped, damaged or wet. Patient mentioned they are using industrial energizer batteries in programmer and stated they are the original batteries that came with the programmer. Patient mentioned they have upcoming drs appt. Scheduled for (B)(6) 2021. Additional information was received from the patient. They reported that received the replacement and was reprogrammed by the nurse practitioner however did see the representative, today about this and issue still hasn't resolved. Patient said that was directed by the representative to call to replace the programmer again however to upgrade to handset. Ps reviewed that this isn't per guidelines and will need to discuss with the representative. Email was sent to representative with request for detailed information on troubleshooting performed by representative and stim ts agents were copied on email for technical guidance. Update will be provided to patient afterwards.